Event description:
It was reported that the battery of this implantable pulse generator was suspected to be depleting prematurely due to a decrease in remaining longevity of two years over the past eight months. A request was made to have data from this device analyzed. However, the data files have not been received for evaluation. The device remains in service and no adverse patient effects were reported. The boston scientific (bsc) local area sales representative was contacted for the outcome of the reported clinical observations. No further information is available at this time. Should additional details become available, this report will be updated. Additional information was received that this device received the software update and interrogation identified remaining longevity had decreased to 2.5 years. The patient is not followed via remote monitoring; therefore, the bsc local area representative requested the patient be seen in one week to see if code 1003 had been generated. The patient was evaluated the following week and there was no code 1003 noted; however, remaining longevity had decreased to 2.0 years in one week. Additionally, the battery capacity was operating at 185 percent. Data files were received and a bsc engineer reviewed the data and confirmed the device is exhibiting premature depletion. Device replacement was recommended. The device remains in service at this time and no adverse patient effects were reported. Additional information was received that this device was subsequently explanted. A bsc replacement device was successfully implanted. No additional adverse patient effects were reported. The device has been shipped back in order to perform product investigation.

Manufacturer narrative:
This supplemental report is being submitted with additional event details.

Manufacturer narrative:
The boston scientific local area sales representative was contacted for the outcome of the reported clinical observations. No further information is available at this time. Should additional details become available, this report will be updated.

Event description:
It was reported that the battery of this implantable pulse generator was suspected to be depleting prematurely due to a decrease in remaining longevity of two years over the past eight months. A request was made to have data from this device analyzed. However, the data files have not been received for evaluation. The device remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This supplemental report is being submitted with additional event details.

Event description:
It was reported that the battery of this implantable pulse generator was suspected to be depleting prematurely due to a decrease in remaining longevity of two years over the past eight months. A request was made to have data from this device analyzed. However, the data files have not been received for evaluation. The device remains in service and no adverse patient effects were reported. The boston scientific (bsc) local area sales representative was contacted for the outcome of the reported clinical observations. No further information is available at this time. Should additional details become available, this report will be updated. Additional information was received that this device received the software update and interrogation identified remaining longevity had decreased to 2.5 years. The patient is not followed via remote monitoring; therefore, the bsc local area representative requested the patient be seen in one week to see if code 1003 had been generated. The patient was evaluated the following week and there was no code 1003 noted; however, remaining longevity had decreased to 2.0 years in one week. Additionally, the battery capacity was operating at 185 percent. Data files were received and a bsc engineer reviewed the data and confirmed the device is exhibiting premature depletion. Device replacement was recommended. The device remains in service at this time and no adverse patient effects were reported.